Event description:
It was reported that the user experienced a low blood glucose event to 69 mg/dl while using the ilet, corrected with an oral glucose tablet, and the device alerted for low glucose. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of the user report and troubleshooting and education, including discussion of recent target adjustment with the endocrinologist and scheduling of additional training. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.